Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 11/23/2022. The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. Device code (B)(4).

Event description:
It was reported to boston scientific corporation that an unknown spaceoar device was implanted during a placement procedure performed on an unknown date. Reportedly, the space opened. However, the result was an extensive venous uptake. Some of hydrogel was intraprostatic at the apex, then flowing to peripheral veins towards the mid gland/base. It was also reported some hydrogel flowed away from the veins abutting the prostate "per se" visible on the right more than the left at the apex level of the computed tomography (CT) image slices. The patient had "some" pain in the subsequent days. The patient's outcome is unknown. It was reported the plan is reportedly to do conventional fractionation. Boston scientific corporation has been unable to obtain additional information regarding this event, despite good faith efforts.

Event description:
It was reported to boston scientific corporation that an unknown spaceoar device was implanted during a placement procedure performed on an unknown date. Reportedly, the space opened. However, the result was an extensive venous uptake. Some of hydrogel was intraprostatic at the apex, then flowing to peripheral veins towards the mid gland/base. It was also reported some hydrogel flowed away from the veins abutting the prostate "per se" visible on the right more than the left at the apex level of the computed tomography (CT) image slices. The patient had "some" pain in the subsequent days. The patient's outcome is unknown. It was reported the plan is reportedly to do conventional fractionation. Boston scientific corporation has been unable to obtain additional information regarding this event, despite good faith efforts. **additional information received on january 03, 2023 ** it was reported that the procedure was performed on (B)(6) 2022 under general anesthesia. Additionally, fiducial markers were placed transperineally. External beam radiation treatment was noted; however, it was not indicated if it had yet occurred. The plan is to get magnetic resonance imaging (MRI) first and to hold off on external beam radiation treatment until the MRI results.

Manufacturer narrative:
Additional information received on january 03, 2023: block b3: date of event. Block b5: incident narrative. Block d6a: implant date. Block d7a: sud reprocessed and reused. Block h6: impact code. Blocks d4 and h4: the complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced-vascular.